Event description:
It was reported to medtronic minimed that the customer experienced a difference in sensor glucose and blood glucose readings, calibration not accepted and sensor updating alerts. The customer blood glucose was 141 mg/dl and sensor glucose value were 50 mg/dl at the time of incident. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was performed and found the difference between sensor glucose and blood glucose values was beyond 30% limit which is not within range. Insulin delivery was not suspended due to difference. No harm requiring medical intervention was reported. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
Following our receipt of the one returned used partial sensor (needle do not return) and performed visual inspection and checked for physical damage and none was found (no microscope). Then performed continuity resistance test to verify (open trace), electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to low readings. Also, failed eis 1 hz and eis 1024 hz readings. Placed sensor on the microscope and found the delamination and crack damages on the gold trace at the working electrode. See attached file for results. Unable to confirm needle anomaly due to customer did not returned insertion needle. In summary, the customer complaints of unexpected sensor alarms were confirmed during bicarbonate buffer testing with failed isig readings, eis 1 and 1024 hz readings. Found sensor damage under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.